Event description:
It was reported that during a lar procedure the hand switch did not work. Another device was used to complete the case. There were no adverse consequences to the patient. Device will not be returned.

Manufacturer narrative:
Date sent: 07/24/2007. Information is unavailable; device was not returned for evaluation.